Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f, 16f, 20f sheaths, proglide (x3), heparin 11000 ie. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was completed with two proglide devices on each side, using a pre-close technique, via 6f sheaths prior to an endovascular aneurysm repair (evar) procedure. The evar procedure was completed. During closing at the left common femoral artery, a proglide suture was pulled out of the artery. The other preplaced proglide suture did not achieve hemostasis. An additional proglide device could not be inserted into the anatomy. The introducer sheath was re-inserted into the artery to avoid bleeding. During closing at the right common femoral artery, a proglide suture was pulled out of the artery. The other preplaced proglide suture did not achieve hemostasis. An additional proglide device was used and the proglide plunger could not be deployed. The introducer sheath was re- inserted into the artery. Surgical cut downs were performed on both sides to achieve hemostasis. Bleeding (200 ml total) occurred at both access sites due to the proglide issues. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.